Manufacturer narrative:
The event of lead replacement was reported to abbott. The patient was unable to set the ipg into MRI mode due to high impedance on the right lead. The patient experienced inadequate coverage/therapy due to the lead location. The patient's leads were explanted and replaced. The new leads were repositioned at a different location. Effective therapy was restored post op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was unable to set the ipg into MRI mode due to high impedance on the right lead. Additionally, patient experienced inadequate coverage/therapy due to the lead location. As such, surgical intervention took place wherein the leads were explanted and replaced. The new leads were implanted at a different level addressing the issue. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.